Manufacturer narrative:
The pump was received with blank display due to corroded electronic assemblies. The pump was received with corroded motor home switch. The pump was received with cracked case at display window corners. The pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was exposed to pool water. The customer's blood glucose level at the time of incident was unknown. The customer states there is fluid under the lcd screen. The customer was advised the pump would have to be replaced and returned for analysis.